Manufacturer narrative:
The customer returned the device for evaluation and customer¿s allegation was confirmed. Due to wear of the angle wire, the play of up/down knob is out of the standard value. This was due to stretching of the wires. The following events were identified and are as follows: due to a crack on the up down knob, water tightness is lost, due to wear of angle wire, bending angle in upward direction does not meet the standard value, adhesive on the bending section cover had a crack and white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, the up/down knob has corrosion , the electrical connector had corrosion due to leakage, the suction cylinder was shaved, the protector on the universal cord on control section side has a scratch, the up/down knob has corrosion, the forceps channel port is shaved, and the connecting tube had a scratch. The customer provided the following additional information regarding device reprocessing. The customer cleaned, disinfected and sterilized the device before sending it to olympus for repair. It was unknown if there was a delay to the start of precleaning. The customer flushed the air/water nozzle with air and water. There were no abnormalities with accessories used for reprocessing. It was unknown if the device was pre-soaked in detergent solution and wiped/brushed with cloth, brush or sponge. The customer flushed the air /water nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue- foreign material inside the nozzle. Based on the results of the investigation, a definitive root cause could not be established. Based on the obtained information, the cause of the foreign material inside the nozzle was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the angle knob of the evis lucera gastrointestinal videoscope exhibited free play. There were no reports of patient harm. The device was returned and an evaluation at the repair center revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during the device evaluation.